Event description:
Patient was on hfjv with a 2.5 mm jet adaptor attached to ett. The jet adaptor repeatedly popped off from the ett disrupting ventilation of the patient. The jet adaptor was eventually changed to a larger size to prevent it from popping off.